Event description:
The customer observed falsely elevated creatinine2 on the alinity c processing module for one patient. The following results were provided (reference range, 0.6 - 1.3 mg/dl): sid (B)(6), initial creatinine result= 8.33 mg/dl (reported); redrawn sample, creatinine result= 0.94 mg/dl; first sample, repeat results= 4.35 mg/dl and 1.8 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The search for similar complaints for lot 62364ud00 and sublot 62364ud did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any trend regarding commonalities for lot number 62364ud00 and issue. Device history review did not identify issues associated with the customer¿s observation. In house accuracy testing was performed using retained samples of alinity c creatinine2 reagent lot 62364ud00. Testing met all acceptance criteria and the product is performing as expected. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity c creatinine2 reagent lot 62364ud00 was identified.

Event description:
The customer observed falsely elevated creatinine 2 on the alinity c processing module for one patient. The following results were provided (reference range, 0.6 - 1.3 mg/dl): sid (B)(6) initial creatinine result= 8.33 mg/dl (reported); redrawn sample, creatinine result= 0.94 mg/dl; first sample, repeat results= 4.35 mg/dl and 1.8 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.